Manufacturer narrative:
Sequencing results interpretation: the molecular presence of both guanine and adenine at c.125 in the absence of the silencing polymorphism at ackr1 -67 and weakening polymorphism at c.265 (both not pictured) typically represents a fy*01/02 (fya+b+) individual 1,2, as reported by precisetype hea beadchips heah1278_4 and heah1567_7. The sample was also heterozygous for a nonsense polymorphism at c.287g>a (p.trp96ter; fy*01n.04) which causes a premature stop codon. The polymorphism at c.287g>a has been previously identified in literature as a fya-silencing allele3. Null and silencing alleles are listed as limitations within the precisetype hea molecular beadchip package insert.

Event description:
The customer reported a possible discrepancy. The donor is fya+ using the bioarray hea molecular beadchip kit; serology results were fya-.